Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded pmsgs provided acceptable short term results and may be a management option for the treatment of taaa in selected high risk patients. (B)(4).

Event description:
Article: cochennec, f. E. (2015). Early results of physician modified fenestrated stent grafts for the treatment of thoraco-abdominal aortic aneurysms. European journal of vascular and endovascular surgery, 583-592. Purpose: to determine whether physician modified stent grafts (pmsgs) are safe and effective for the treatment of high risk patients with thoraco-abdominal aortic aneurysms (taaas). Per the article deaths occurred within the study period.